Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this eval and during the investigation, it was explained that the supplier was unable to conduct a review of the quality records because the device serial number was missing. The catheter was evaluated and the following observations noted: the catheter has been torn in two. The serial number bar code is missing from the connector. No testing was possible. Based on the above eval, it appears that inadequate use by the customer has caused the actual damages and the difficulty reported. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
After MRI, the icp sensor couldn't measure. It was not reported if the monitoring was continued or not.